Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. Approx six weeks after implantation, two sutures were lysed. Corneal endothelial cell loss was noted on the three month post operative follow-up visit. The shunt remains implanted. Additional info as requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that the corneal endothelial cell loss was considered non-serious and required no treatment.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the conditio of the product could not be verified and visual inspection cannot be performed. A sample was not returned and the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been four other similar complaints reported in the lot number. Additional info was requested. (B)(4).